Event description:
An aa420vf silicone single piece lens was returned from the facility torn. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Eval: results - (other): visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion - (other): based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which subsequently closed). The CAPA addressed delivery sys issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).